Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Approximately 1 year ago, an unknown sized epic valve was implanted. Approximately 10 days post-implant, mild-moderate tricuspid regurgitation (tr) was confirmed. On (B)(6) 2021, the epic valve was explanted. Upon explant, one of the leaflets was observed to be stuck and unable to close. It was further described that the leaflets were fused to sub-valvular tissues circumferentially. Not much pannus formation was observed. A competitor's magna mitral ease (manufacturer: edwards lifesciences) was successfully implanted. The patient was reported to be in stable condition.

Manufacturer narrative:
An event of regurgitation 10 days after implant, explant of the valve after 1 year, off-label use, and the leaflets being fused to sub-valvular tissues was reported. A more comprehensive assessment could not be performed as the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the instructions for use, artmt100110484 a "safety and effectiveness of the st. Jude medical stented porcine tissue valves have not been established for the following specific populations:... Patients requiring pulmonic or tricuspid valve replacement."